Event description:
Patient was seen in the hospital for an unrelated illness. Had an x-ray of the abdomen. Surgeon noticed a wire from umbilical hernia patch was straight, not in a circular formation. Surgeon reported this to surgery and the patient.